Event description:
Initially, the caregiver (cg) contacted baxter's technical service center regarding an unrelated alarm. The caregiver was assisted to end therapy. During a follow up call to the cg on (B)(6) 2012, the cg stated that the patient had passed away on (B)(6) 2012. Reportedly, the patient was not feeling well and went to the hospital and had passed away there. The cg did not believe the death was therapy related. On (B)(6) 2012, baxter's(B)(4) contacted the nurse who declined to provide additional follow up information. No further query to be conducted

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This MDR is a duplicate of report #1423500-2012-09500. All investigational activities related to the patient death will be addressed in report #1423500-2012-09500.